Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation; the closed investigation did not find any contamination. The internal channel leak was due to damaged channel tube. This report was sent in error. The potential that this issue could cause or contribute to a death or serious injury were it to recur is unlikely.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.